Manufacturer narrative:
Manufacturer unable to investigate, as user facility unwilling to provide any further details beyond that which is in the original medwatch report.

Event description:
From medwatch form mw5159393 and mw5159394 about same patient: "17 y/o with pneumothorax with thoravent placed x10 days that then recurred. Came to the ER, thoravent aspirated, discharged, then pt returned with a tension pneumothorax. Another thoravent was placed, pneumothorax did not resolve, pigtail catheter placed." User facility unwilling to provide any further details beyond that which is in the original medwatch report. Doctor's reference to a "cluster" of events with thora-vent in medwatch forms mw5159393, mw5159394, mw5159395, mw5159396, mw5159397, and mw5159398 occurred over the last 4-5 year period. Doctor would not provide specifics, including which facility within the hospital group where it occurred, only that all cases occurred at the same facility but with different physicians. Uresil is filing mandatory reports with FDA based on the information received.